Event description:
Additional information was received as follows: cta from 20 months post-implant revealed that the aaa had decreased in size, from 6.7 cm to 6.4 cm, as compared to the previous study at 6 weeks post-implant. No endoleak was reported. The right renal artery was found patent but of small caliber and with a likely stenosis near its origin. Intimal thickening was also noted within the right limb of the iliac portion of the graft, with a degree of narrowing near the right common iliac bifurcation. The patient was successfully converted using a 10 x 20 dacron graft, and the right renal artery was bypassed with 6-mm dacron graft. At explant one of the suprarenal stents was found fractured near its attachment to the endograft; no other stent graft issues were reported. From the examination of the returned devices and clinical information provided, the cause of the migration could not be conclusively determined. The device was returned transected distally just below the flow divider; the cut limbs were not returned. A short length section of the contralateral limb was found overlapping within the gate, and a short length limb from another manufacturer was found placed within the ipsilateral limb near the flow divider. In addition to the fractured distal apex observed on one of the suprarenal stents (which was also reported at explant), the majority of the suprarenal anchoring pins (10 of the 12 pins) were found fractured near the base of the pin. None of the fractured pins were found returned with the explant. The exact cause of the suprarenal stent and pin fractures are currently unknown. Films were not returned; therefore, the in-vivo configuration of the stent graft could not be assessed. No other stent graft integrity issues were observed. The stent grafts were confirmed to have met all endurant manufacturing specifications prior to shipment. In addition to the reported disease progression (neck dilatation), it is also possible that the fractured attachment pins may have contributed to the migration. The cause of the earlier reported right limb occlusion could not be determined.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that the proximal portion of the bifurcated stent graft (up to 3 cm below the flow divider) and portion of the contralateral limb were partially explanted due to distal migration and a type endoleak. The stent graft migration and endoleak were attributed to disease progression where the aortic neck was found to have dilated to 35 ¿ 36 mm in diameter. The neck was 1.5 cm in length. It was also reported that the patient had an occluded right iliac limb that required thrombectomy. There was also an occluded right renal artery noted. The remainder of the bifurcated stent graft, contralateral limb and the distal limbs were left in place and dacron graft was sewn onto them. No additional clinical sequelae were reported and the patient is fine. The partially explanted stent graft was received and its analysis is pending.

Event description:
Device evaluation results (sem) were provided as follows: a fractured distal apex was observed on one of the suprarenal stents (which was also reported at explant), and the suprarenal stents on either side of the fracture were intact. However, the majority of the suprarenal anchoring pins (10 of the 12 pins) were found severed from the stent ring. All pins fractured in the same location, near the base of the pin. None of the fractured pins were found returned with the explant. This is the first confirmed fracture of an endurant or endurant ii anchor pin. The cause of the suprarenal stent and pin fractures is unknown. Scanning electronic microscope (sem) analysis confirmed that the fractures were consistent with overload, and likely occurred in-vivo. It is possible that the reported neck dilatation may have contributed to the fractures by increasing the load on the pins. The increase in load could have b een both due to lack of fixation at the proximal seal zone, in conjunction with loading of the pins at their tips, rather than closer to the base.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm rupture, stent graft migration, endoleak), patient¿s condition affected effectiveness of device (anatomy related; disease progression, dilated aortic neck, pre-operatively ruptured aneurysm), unapproved use of device (treatment of a patient with a pre-operatively ruptured aneurysm); evaluation, conclusion: known inherent risk of a procedure (aneurysm rupture, stent graft migration, endoleak), device failure related to patient condition (anatomy related; disease progression, dilated aortic neck, pre-operatively ruptured aneurysm), off¿label unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.